Event description:
It was reported that while unpacking a 4.0 x 18 rx multi-link 8 (ml8) stent delivery system (sds), the stent had dislodged inside of the protective sheath during removal of the protective sheath. As the dislodgement was not yet noted, the sds (without its stent) was advanced to a non-heavily calcified lesion in a large caliber circumflex coronary artery. Upon inflating the sds, it was noted that the stent was not on the sds balloon and the stent was subsequently found inside of the protective balloon sheath packaging. The sds was withdrawn from the anatomy and a non-abbott sds was used to complete stenting. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): failure to follow steps. Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the instructions for use (IFU) states that prior to using the multi-link 8 or multi-link 8 ll coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Inspection of the stent in this case would have identified the stent dislodgement prior to inserting into the patient; however, did not contribute to the reported stent dislodgement as it was possibly due to handling during sheath removal.